Event description:
It was reported that following a recent implant, the patient presented for a follow up in clinic and the pacemaker was found to be in backup vvi. A device download was performed successfully. The patient was stable.